Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the intervention with a rotarex crossover device through a fortress sheath (biotronik) in the superficial femoral artery (sfa), it was reported that the helix broke. The device head was lost inside the vessel but was successfully retrieved using a snare. However, the intervention with the rotarex device had to be discontinued. There was no reported patient injury.